Event description:
"Patient monitor read a 'flat line' for oxygen saturation (spo2), and the probe was unplugged and re-connected. The probe was removed from the patient and the pulse oximetry probe adhesive and electrode were noted to be separated."

Manufacturer narrative:
The evaluation associated with this report was provided to the u.s. FDA in a letter dated (B)(4) 2011 in response to an additional information request. See a copy of the original correspondence attached. This is a follow up to the user facility report submitted and received by masimo. (B)(4).